Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, they used two lenses. The loader was bad and cracked. They were able to save one loader just in case, but the lenses did not make it and did not touch the patient. Additional information received stating that it was unclear when the crack occurred, it was noticed only after the lens was loaded. The cartridge failure led to the lens cracking, iol was not usable and new one was opened. The procedure was completed using a new cartridge and lens.